Event description:
Vendor rep put incorrect last name in carelink at implant. Failure to register a patient into remote monitoring eliminates the provider's ability to monitor the patient's heart condition for which the device was implanted. Manufacturer response for implantable loop recorder, linq ii (per site reporter).